Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported the patient was implanted with an impella 5.5. Device for mechanical circulatory support. The patient was admitted for cardiogenic shock and given coronary artery bypass surgery (left internal mammary artery to the left anterior descending artery, saphenous vein grafts to the obtuse marginal branch and saphenous vein grafts to ramus intermedius) and impella support. On day ten of the support, there were signs of hemolysis. Plasma-free hemoglobin levels were high and continuous renal replacement therapy was performed. The patient condition deteriorated during the support and a mitraclip was done. Additionally, the patient suffered a cerebral vascular accident. However, the impella 5.5 pump remained on support for over 27 days when the patient had care withdrawn and thereafter expired. Medical safety review was completed and noted there is not enough information to associate the use of the impella device with the patient's demise.

Manufacturer narrative:
The investigation for hemolysis and stroke has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.